Manufacturer narrative:
Correction made to a1: patient identifier: ag (previously submitted as unknown) h4: the lot was manufactured from october 20, 2020 - october 21, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a ruptured bladder was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor ruptured during patient infusion. The device was filled with cefazolin 6000mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.